Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, at lcd window, reservoir tube lip, battery tube threads, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had a crack on the side of the battery going down to the lcd screen. Advised customer to disconnect from their insulin pump and to revert to their back-up plan. The customer's blood glucose was 13.7 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.